Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During post-op recovery, the right ventricular lp was found to be failing to capture causing the patient to be bradycardic. Fluoroscopy confirmed the lp had dislodged and traveled to the right atrium. The lp was then retrieved and replaced using a competitor product. The patient was stable.